Event description:
It was reported that a spectrum iq pump had concurrent flow. The pump was set up per the prescribed order which was alteplase (100mg) in sterile water (100ml) with a sodium chloride (nacl) flush bag for a patient with pulmonary embolism. The order read to infuse the alteplase and "use vented tubing to administer from glass bottle". The second part of the order indicated to infuse nacl as the primary to flush the tubing after alteplase infusion and administer at the same rate as the alteplase infusion. The nurse set up the infusion as nacl being the primary bag and alteplase as the secondary bag and made sure the alteplase was dripping from the chamber for the infusion. The patient began to ¿deteriorate¿, and it was noticed that the pump was infusing a combination of both the alteplase and nacl. The nacl bag was hanging lower than the alteplase so fluid should not have been pulled from the primary bag. Patient outcome was not provided. No further information was available at the time of this report.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. An IV set setup for secondary infusion enters the primary line via y-site prior to entry into the pumping channel. Concurrent flow may have several potential causes related to infusion setup an improperly primed set, including back check valve, or improper/incomplete clamping of the primary fluid when running a secondary infusion above 300 ml/hr. Refer to the spectrum iq operators manual, 41018v0900. These setup factors are not related to spectrum infusion pump function.should additional relevant information become available, a supplemental report will be submitted.